Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('salpingectomy (bilateral removal of fallopian tubes)') and pregnancy with contraceptive device ('pregnancy(no complication)') in a (B)(6) female patient who had essure inserted for female sterilisation. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included parity 5 ((B)(6) 2009, (B)(6) 2011, (B)(6) 2013, (B)(6) 2015, (B)(6) 2017) and multi gravida. Concomitant products included norethisterone (nora be) from (B)(6) 2015 to (B)(6) 2018 for contraception as well as minerals nos; vitamins nos (prenatal plus) from (B)(6) 2017 to (B)(6) 2018 and vitamins nos (multivitamins) since (B)(6) 2017. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2017, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal had not resolved and the pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 8, para 5. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a healthy child. The reporter considered medical device removal and pregnancy with contraceptive device to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: unilateral occlusion (left tube occluded); on (B)(6) 2016: total bilateral occlusion. Ultrasound scan - in (B)(6) 2018: pregnancy confirmed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-aug-2019: pfs and medical record received: reporter and patient demographic details , medical history, laboratory data, concomitant drugs were added. Updated suspect drug indication. Previously reported event ¿injury¿ was deleted and new events medical device removal, pregnancy(no complication), device ineffective was added. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('the coil was seen below the isthmical area in the myometrium.'), device breakage ('device breakage'), uterine perforation ('uterine perforation during hysteroscopy/the coil was seen below the isthmical area in the myometrium') and pregnancy with contraceptive device ('pregnancy(no complication)') in a 38-year-old female patient who had essure inserted for female sterilisation. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included parity 5 ((B)(6) 2009, (B)(6) 2011, (B)(6) 2013, (B)(6) 2015, (B)(6) 2017) and multi gravida. Concomitant products included norethisterone (nora be) from (B)(6) 2015 to (B)(6) 2018 for contraception as well as minerals nos;vitamins nos (prenatal plus) from (B)(6) 2017 to (B)(6) 2018 and vitamins nos (multivitamins) since (B)(6) 2017. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2017, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required) and uterine perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysteroscopy, laparoscopy and salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, device breakage, uterine perforation and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 8, para 5. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a healthy child. The reporter considered device breakage, embedded device, pregnancy with contraceptive device and uterine perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: unilateral occlusion (left tube occluded); on (B)(6) 2016: impression: despite adequate positioning of a right essure coil, the fallopian tube remains patent. Satisfactory positioning of a left essure coil with tubal occlusion. No evidence of extravasation distal to the tube.; on (B)(6) 2016: total bilateral occlusion. Ultrasound scan - in (B)(6) 2018: pregnancy confirmed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-nov-2019: mr received: reporters were added. Embedded device, device breakage, uterine perforation were captured from mr as a event. Lab test was added. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.